Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances on one lead and pain at the ipg site. The investigation was unable to determine which lead attributed to this issue. Surgical intervention was undertaken and the lead and ipg were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.